Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged trigger post the analysis results found that the ets45 device was received with the firing mechanism damaged and with two tr45w cartridges present. The reloads were received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon used four blue reloads to transect the stomach everything went fine. Then he fired the first white reload to do the ge- anastomosis he felt it was not the same. He didn´t fire the instrument, they change to a new white reload and he felt the same, it was some resistance in the handle. He took a new reload and try to fire and the firing handle broke down. The stapler neither put stapler nor cut. They change to a powered echelon and everything went fine no patient consequences reported.